Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio removed the digital pcb assembly for further examination.  Physio determined that the cause of the reported issue was that a capacitor, designator c76, had shorted and burned.  This resulted in damage to the pcb, as well as a high off current (538ua) that depleted the device's internal hybrid layer capacitor (hlc) batteries which prevented the device from powering on. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had all three icons (charge-pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.